Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to device usage. The device and accessories passed testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs did show that the device was switched to "pacer mode" view by the user. The ECG signal is lost via pads because the device was switched into pacer mode. The device will automatically switch over to "leads view" once pacer mode is activated. The user would need to manually switch to "pad view". Although this prevented the ECG signal from being viewed on the display in pacer mode, this is not an indication of a device malfunction. The user would need to switch to the "pads" view once out of pacer mode to obtain the ECG signal via the electrode pads attached to the patient. It's important to note that the device is designed to only display ECG signal through leads view in pacer mode. This is discussed in the x series operator's guide, which states: when the pacer is on, the lead selection is resticted to leads I, ii or iii. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 67-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.